Event description:
The device was used during a jejunal pouch interposition procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site with another device.

Manufacturer narrative:
The device was functionally evaluated in our laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering evaluation and the exact cause could not be reliably determined.